Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1941. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. The peritonitis was manifested by turbid dialysate. The same day as onset, the patient was hospitalized for the event. The same day, the patient began treatment with cefalotin 2 grams, for four days (route and frequency not reported) and ceftazidim 2 grams, for four days (route and frequency not reported). Four days after onset, the patient began treatment with intraperitoneal cloxacillin 2 grams x 2 for eleven days. The patient was discharged four days after admission. The patient was recovered from this peritonitis event fifteen days after onset. Pd therapy was ongoing. No additional information is available.